Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 300 to 400 mg/dl at the time of incident, which was a past event. The customer also indicated of leaking insulin into the reservoir compartment. Customer indicated that the compartment was cleaned and the leak does not persist. Customer declined high blood glucose troubleshooting.